Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and device information. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13853. It was reported the patient¿s lead at the l4 vertebral level showed high impedances. In turn, surgical intervention was undertaken wherein the lead at l4 was explanted. During procedure, the lead at l5 was accidently pulled out. Physician implanted a lead at l5 and therapy was restored after surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-13853.